Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of an unknown lesion. The complaint instrument was positioned in the target lesion and inflated with 6 atm during which the balloon burst. Another balloon was used to release the stent.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has not been fully inflated but shows signs of an inflation attempt. During functional testing, a fine jet of water was seen to emerge from the center of the balloon. Microscopic inspection showed a pinhole about 12.5 mm distal to the proximal radiopaque marker. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The most probable root cause for the reported event is related to the patients anatomy.